Manufacturer narrative:
Additional h6 type of investigation code: 'labelling review'. The complaint for damage to vessel during insertion was confirmed with other empirical evidence. No manufacturing non-conformances were identified during the DHR review. No device-related issues or malfunctions were able to be confirmed as no imaging or devices (guide wire and delivery system) were returned for evaluation. Since no edwards defect was identified, corrective or preventative actions are not required. Potential contributing factors to these findings include angle of device insertion causing the guide wire to buckle in the ivc, a lack of wire mobility due to a clear wire path not established, high delivery system insertion forces, and/or patient conditions (tortuous anatomy). However, a definitive root cause is unable to be established.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid position where after device removal, the physician performed an angiogram of the femoral access and noted a small rupture of the access vein. During the procedure, the wire was buckled in the ivc upon entry into the vessel. The delivery system (ds) was removed due to need for wire replacement in the right ventricle, and the ds was then re-inserted. The patient was stable with no drop in pressures. The site implanted an 11mmx59mm vbx covered stent.